Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the screen lettering had faded and making it difficult to read, back and act buttons were sometimes non responsive. The customer also reported that battery did not last longer than a week and also received bad battery alert. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.